Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level was 40mg/dl .customer was treated with food. Troubleshooting was performed. Based on customer report customer did not allege pump was over delivering. The device will not be return for the analysis.